Event description:
Nurse informed field sales manager that part of the plug was stuck with the introducer when the plug was inserted. The plug broke. Another kind of plug was inserted into the pt.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.